Manufacturer narrative:
(B)(4). Field diagnostic/correction: a service call was performed. No problems were found with the pressure sensors or the equipment. The tubing set was returned and found to be assembled properly with no defects noted. It was observed that the roller clamp on the inlet saline line was completely open. According to (B)(6) clinical support manager (B)(6), the machine would alarm with an inlet pressure problem if the machine was not drawing whole blood into the set. Since the customer reports that there was no alarm and that service found no issues with the pressure sensor, the most likely circumstance was that the operator left the inlet saline roller clamp open and the machine drew in saline instead of whole blood. Conclusion: likely the cause of this issue was a combination of poor venipuncture and operator error in leaving the saline roller clamp open. The cause of the quickstart is a known software issue. (B)(4).

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. During a stem cell procedure (B)(4), the hct was changed within the first 20 min. Of the run. The operator noticed that the quick-start screen did not go away - even after 3 hours during the procedure. The investigator was told that this was a known software bug when the hct was changed in the beginning of the procedure - and not to worry as everything else continues as normal. The customer noticed that the device was at one point just pulling in ac and very little whole blood. To confirm, the customer closed the blood inlet clamp and the device still indicated no inlet pressure issues. This report is being filed due to the potential for an ac reaction. Pt ID could not be obtained due to the age of the event.